Event description:
It was reported that a tlc75 was used during a subtotal gastrectomy procedure. It was reported by the affiliate that the stapler was used two times during surgery. During the third firing, it was impossible to move knob forward. It was with the green cartridge. The cartridge was changed to blue and has the same problem. There was no consequence to the pt.